Event description:
It was reported that a ecs29 was used during a laparoscopic sigma. It was reported by the affiliate that there was an incomplete staple line. The pt was converted to an open procedure and rec'd stitches with no postoperative complications.